Event description:
It was reported there was a communication problem. The implantable neurostimulator (ins) overdischarge was suspected. Over the last year it had only been holding a charge for 2-3 days. The patient let it go too long, they last charged about a month ago. The ins appeared to be in overdischarged state. The last time stimulation was felt was 2-3 weeks ago, (B)(6) 2015. The patient had end of service(eos)/end of life (eol) message. The patient was in overdischarge and was seen by a manufacturer representative on (B)(6) 2015 to do a reset. The patient was able to fully charge the stimulator. The patient was able to fully charge the stimulator on (B)(6) 2015. The recharger was showing it was charging the device and they were able to do impedance check which appeared to be fine. It was recommended that the stimulator be replaced. This was confirmed to be the 2nd overdischarge and a physician mode reset (pmr) successfully reset the device. There was a power on reset (por) that occurred, the error code accompanied was not specified. It was unknown how long the stimulation was overdischarge. The patient experienced pain, chronic pain site. The patient was seen on (B)(6) 2015 to clear a por and it was showing eos. The battery depletion was considered to be premature. It was noted that the stimulation would still show that the device was charging but there was nothing that they could do to save the stimulator at the time of the report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).